Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir o ring and alarmed pump error. Customer's blood glucose was 162 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. No unexpected pump error alarm during testing. Unable to perform displacement test and occlusion test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.